Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6s crosser cto recanalization catheter was returned for evaluation. During visual evaluation, the distal tip is detached and not returned. The distal end of the catheter was noted to be stretched. No functional testing performed due to the condition of the device. Based on the findings, the investigation is confirmed for the detachment issue as the distal tip was noted be detached and not returned. The investigation is also confirmed for the identified stretched issue as the distal end of the catheter was noted to be stretched. A definitive root cause for the reported detachment, and the identified stretched issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 08/2024). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the recanalization procedure, the catheter tip allegedly broke when the device was being pulled back out of the patient. It was further reported that the tip of the catheter was unable to be retrieved as the vessel was completely occluded where the tip was broken off. Reportedly, the catheter tip was left in the patient. Furthermore, no additional treatment was done. There was no reported patient injury.

Event description:
It was reported that during the recanalization procedure, the catheter tip allegedly broke when the device was being pulled back out of the patient. It was further reported that the tip of the catheter was unable to be retrieved as the vessel was completely occluded where the tip was broken off. Reportedly, the catheter tip was left in the patient. There was no reported patient injury

Manufacturer narrative:
Additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D4 (expiry date: 08/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during the recanalization procedure, the catheter tip allegedly broke when the device was being pulled back out of the patient. It was further reported that the tip of the catheter was unable to be retrieved as the vessel was completely occluded where the tip was broken off. Reportedly, the catheter tip was left in the patient. The current status of the patient is unknown.